Event description:
It was reported patient attended unit for review of PICC and external fracture to line evident. Line removed, used for chemotherapy drugs. Exit site marking length 18.5cm and secured with a secureacath, inserted in the right arm. There has been no patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.